Event description:
A malfunction alarm identified as code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump due to the absence of a charging pad during the time of the call, and technical support decided to leave the case open for further assistance. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.